Manufacturer narrative:
(B)(4). The complaint sample was evaluated and the reported event was confirmed through physical evaluation. Visual examination of the returned exhibits signs of repeated use (nicked or gouged) and the post feature has fractured off, all pieces returned. The device history records were reviewed and no discrepancies were identified. A corrective and preventative action investigation into this issue determined that the likely root cause for the tibial articular surface provisional (tasp) fractures is bending/torsional loading on the device. However, a definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly.  Zimmer biomet will continue to monitor for trends.

Event description:
It was reported during surgery that the instrument fractured. No adverse events have been reported as a result of the malfunction.